Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the second firing the reload bent to the left direction and continued firing, also the tissues were separated even before pressing the silver bottom to open it. The reload was partially articulated to the left position (doctor side) by the doctor and during the firing, the reload suddenly bent or articulated more to the mentioned side. Current patient status: patient is not affected and she is fine. Surgeon comments (e.g. Condition of tissue) the doctor wanted to know why this happened and what is the problem with the idrive, since this could affect the staple line and might cut in an unfavorable place while firing. Sales representative comments (present for case) told the doctor that I will prepare a complaint with what happened and get clarification about the issue. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc: no there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.